Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead stored an episode that revealed oversensed noise on the rv and shock channels that resulted in inappropriate anti-tachycardia pacing (atp). The patient was seen in clinic, and the noise was not reproducible. It was noted that the patient would not answer questions related to what he was doing at the time of the episode. The physician turned off tachy mode and put a life vest on the patient until the scheduled lead revision. The rv lead was explanted and replaced. The ICD remains in service. No additional adverse patient effects were reported.